Event description:
Pt taken in surgery for an exploratory laparotomy for bowel obstruction and question of colonic mass. A large mass involving two loops of the small bowel in the mesentery and then attached to the right abdominal wall just below the liver edge was found. A cancer operation was performed including en bloc mass and part of the abdominal wall and 2 loops of artery bowels segments and anastomosis was performed primarily. Pathlogy opened the mass and discovered it contained a large blue surgical bowel. The pt recovered per usual post-op pathway and no residual effects are anticipated. There were no markings on the towel that indicated it was a cardinal health product, but the facility was purchasing towels from cardinal health at that time of the initial surgery 2993. Customer contact stated it was misuse of the product not a malfunction or defect.